Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined although it was initially reported that an unintentional removal of the chest tube during the hospitalization caused the pneumothorax. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that a patient, who was enrolled in a clinical study, underwent a da vinci-assisted right upper lobectomy procedure for cancer. There were no reported intra-operative complications or any malfunction of the da vinci system, accessories, or instruments during the procedure. A chest tube was placed post-procedurally and pain medications were prescribed as standard of care. On post-operative day six, the patient developed a pneumothorax after unintentional removal of the chest tube during the hospitalization. The hospitalization was prolonged due to the pneumothorax and chest tube was re-inserted with medications prescribed. The patient was discharged four days later with the drains removed the day prior. The study investigator assessed the event as not related to devices, nor procedure.